Event description:
It was reported by the distributor that the packaging for this sterile bur was received damaged, causing a breach in product sterility. This was noted on receiving and inspection of the product, prior to shipment to a user facility.

Manufacturer narrative:
Investigation results: the bur package was received for investigation and the reported problem was verified; a breach in the sterility of this product packaging was noted. A visual examination of the pouch found cracks in the packaging. Further investigation found damage to the vial containing the bur along with detachment of the red cap from the vial. A corrective action is in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.